Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pegasus yel 24ga x 0.75in prn-cap y experienced foreign matter contamination.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8075180. Our records show that this is the only instance of a foreign matter occurring in this batch of pegasus catheter. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the pegasus yel 24ga x 0.75in prn-cap y experienced foreign matter contamination.